Event description:
A malfunction alarm with code [16-0x20e6] was reported. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was not resettable, and as part of the resolution, the customer was informed that the pump needed replacement. A replacement pump was provided to ensure insulin delivery was not interrupted.